Event description:
It was reported that the procedure was to treat a shunt, with a vessel diameter of 6.0 mm. The vessel, which had been treated previously with plain old balloon angioplasty (poba), had heavy calcification, and was restenosed. Poba was performed with the 6.0x4 mm foxcross catheter in the vein side of the shunt; however, the balloon ruptured on the third inflation of 14 atmospheres, for 10 seconds. Prior inflations were at 10 atmospheres for 20 seconds and 12 atmospheres for 30 seconds. A non-abbott balloon was used to complete the procedure successfully. As this was a dialysis patient, poba was performed every three months. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The balloon rupture is likely related to interaction with the lesion site which was reported as being heavily calcified. Additionally, it was reported that the balloon was inflated two previous times prior to rupture, which further suggests that there was no deficiency with the balloon. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken or rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.